Event description:
Boston scientific neuromodulation (bsn) received information about an event on (B)(6) 2016 that would have been reportable under 21 cfr 803, medical device reporting within our complaint system. The information received stated that the patient's medtronic' s ipg was explanted due to depletion. A second event occurred on (B)(6) 2017 in which two medtronic extensions were explanted due to an infection. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).